Manufacturer narrative:
Lot number was not provided by consumer, therefore, unable to proceed with prod investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Bacteria-infection [bacterial infection]. Blood pressure unstable [labile blood pressure]. Blood pressure low [hypotension]. Case description: a consumer reported that her daughter, age unspecified, used tampax tampon, version/absorbency/scent unk and reported the following: toxic shock syndrome, bacterial infection, blood pressure unstable, blood pressure low. The consumer reported treatment of unspecified medication to raise and stabilize the blood pressure and products derived from blood to combat the bacteria. It was not specified if the daughter was hospitalized or received treatment in the emergency room. The case outcome was unk. Past medical history included: allergy - unk, medical history - unk. No further info was provided.